Manufacturer narrative:
This male in the study experienced myocardial infarction post implantation of a bx sonic stent. Medical history that may have increased his risk for mace included hypertension, hyperlipidemia and diabetes. During the index procedure, one 3.0/18mm bx sonic stent was directly implanted in the mid- lad without complication. Vessel/lesion characteristics were described as type b2: 15mm lesion length with irregular contour and timi ii flow. Timi iii flow was restored and the patient was discharged on asa and plavix. At the 6 and 12-month follow-ups, the patient reported no angina. Approx 25 months post procedure, he was hospitalized with mi; treatment included pci. The product was not returned for evaluation; it remained implanted. A review of the mfg records indicated that the product met quality requirements for product acceptance. It is currently not known what vessel was involved in the mi; therefore, it is assumed that restenosis is involved with the previously implanted sonic stent. Restenosis and myocardial infarction are both adverse events associated with coronary artery stenting. Review of the limited info available suggests that diabetes and/or progression of existing coronary disease may have contributed to the event. The bx sonic coronary stent product is not distributed in the united states, however, it is similar to other coronary stent products distributed in the united states.

Event description:
This is an initial and final report. According to the info received from the study, approx twenty five months post index procedure, the pt experienced a myocardial infarction requiring percutaneous intervention.